Event description:
It was reported that the ilet user performed a supply change independently, did not remove the adhesive backing, the infusion set did not adhere, and the cannula was noted bent. Customer care advised a site-only change, which resolved the issue, and the user was using a 23" inset infusion set. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified, consistent with an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions, with an unintended use error contributing to the event.